Event description:
It was reported that bipolar loop broke during use outside of the patient's body. The broken piece is deemed too small to x-ray and check cystoscopy was clear. According to the doctor, it is highly unlikely that the tiny loop would be in the patient and there is no clinical harm. Patient will have check cystoscopy in a few weeks as follow up.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The final root cause determination is not possible, as no product has been returned. An analysis of similar complaints on the same product code resulted in the most likely root cause, that the electrode got mechanically overloaded during application. The IFU contains a warning to not overload the device. The event is filed under internal karl storz complaint ID: (B)(4).